Event description:
Pt was revised to address eccentric poly wear, multiple dislocations, and loosening of the stem at both interfaces. Competitor's cement was used in the primary surgery.

Manufacturer narrative:
The femoral head and stem associated with this report were not returned and product/lot combinations not provided. Examination of the returned liner confirms wear of the polymer material. The wear does not appear excessive for the length of time implanted. There is also damage to suggest stem impingement while implanted. A distribution lot code was not provided and is not present / legible on the device. Review of device history records is not possible. The investigation could not verify or identify any evidence of product error regarding the reported problem. The investigation has determined that the liner product code is now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.